Event description:
In 2011, I had an umbilical hernia repaired, using the mesh. Since the surgery, the area has been tender, but in the last few days the pain has become unbearable. I went to a physician and she said that it appears that I have adhesions from the surgery and referred me to a surgeon.